Event description:
Procedure type: lap gastric bypass. According to the reporter: the needles released from sutures. Release happens when surgeon was moving the device to align for another throw of knot. Used new sulus. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. The needle did not fall into the patient's cavity.

Manufacturer narrative:
(B)(4).